Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Updated b5, d9; removed annex code b13

Event description:
It was reported that a cartridge change error occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact to the customer's blood glucose level.